Event description:
Event description guidant received information that this device may have a loss of capture (chamber not stated). The caller wanted to know what the maximum output setting was for this device.